Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use at the time of event occurred. The customer reported that the space was low. The philips remote service engineer (rse) analysed the system remotely and found that there was an issue with ippc. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system space was low, which would prevent imaging. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of this complaint.